Event description:
It was reported that the patient had multiple power cable disconnects. The site says the patient is a poor historian and they voiced concern of driveline damage. A review of the log files revealed routine power cable disconnect when switching power sources. A replaced controller message was seen on (B)(6) 2022 due to a lcd fault which self-corrected. A controller exchange was not required. The log file captured intermittent low flow events between (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of the submitted log file did not reveal any device related issues with heartmate ii left ventricular assist system (lvas), serial number (B)(6). The submitted log file captured no atypical events. The pump functioned as intended and operated at the set speed for the duration of the file. The patient was seen for routine visit and a log file review was requested to confirm any suspicious percutaneous malfunction. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This document lists potential adverse events that may be associated with the use of the hmii lvas. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.